Manufacturer narrative:
The device was not returned for evaluation. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The pt was receiving his first home dialysis treatment. Within one minute into treatment, the pt became dizzy, blood pressure low, his color was blue, he was diaphoretic and not responding appropriately. He received an unspecified amount of saline. The paramedics arrived and he was given oxygen. He was transported to the hospital where he was admitted and treated for four days. He was discharged home and continues to use nxstage products. The tubing is flushed prior to use and the pt is pre-medicated with 25mg of benadryl by mouth.